Event description:
It was reported by a user facility that blood back filled into the saline bag. This event occurred as the pt came back from the bathroom without clamping the lines. Once this issue was identified, everything was re-setup. The machine was disinfected with bleach and reused. There were no adverse events experienced by the pt.

Manufacturer narrative:
Blood backing into the saline line/bag is not an uncommon event. The back flow is due to increased pressure inside the lines due to: high pressures in the pt's fistula, high pressures in the lines due to increased blood viscosity which may be a result of decreased blood flow rate or lack of heparin. Additionally, pressure may rise in the lines during recirculation if the pt's blood was not returned per fmc interruption in treatment procedure and was allowed to recirculate for any length of time. Under the above circumstances, it is not likely a pt would experience a serious injury due to a malfunction of the hemodialysis machine. The investigation is pending and a supplemental MDR will be filed at the completion of the investigation.